Event description:
In 2008, therapist reported that a patient received an open wound under the electrode on the lower leg after receiving iontophoresis treatment. The wound was approximately 1" x 1 1/2" over the medial tibal border. Five months later, the therapist reported that the patient developed a mild staph infection by another physician and was prescribed oral antibiotics to treat the infection.

Manufacturer narrative:
Information received to date suggests that there may have been an inappropriate solution used during the treatment procedure and that solution may have caused or contributed to this injury associated with this event. The investigation of this event is ongoing and a supplemental report may be submitted if material information is discovered.